Event description:
During hsg testing, essure was found to be too far into the fallopian tubes and the proximal end marker on the left coil appears broken or separated from inner coil. Associated pain was resulted in the localized area. Since insertion, menstrual cycle has consisted of heavy bleeding with hemorrhaging, soft ball-sized blood clots and periods lasting up to fourteen days. Ovulation also causes extreme lower back and abdominal pain. Insertion was performed on (B)(6) 2014.